Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) stored an episode created due to oversensed noise. Although the rhythm was clasified as ventricular fibrillation (vf), the patient did not receive therapy, as the device was in a monitor-only mode. A guidant field representative expressed concern because the latest programming did not include a monitor-only mode.